Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp displayed the message "ac voltage error" during treatment. A getinge field service technician investigated the device on 2021-06-18 and 2021-06-21/22/23. He could confirm the failure and replaced the power supply and the ac main connector. The unit was tested and put back in use. The reported failure was already investigated by life-cycle-engineering with the following results: if the cardiohelp is disconnected from the power supply under load or if the connection to the ac connector is not sufficiently secure, arcs can form at the 'loose' contact transitions. These cause temporary voltage fluctuations at the 24 v output of the switching power supply. The resulting contact erosion leads to increased wear of the contacts. The contact erosion was confirmed during the investigation of the ac plug-in contacts. This root cause was also confirmed during the review of the log files of the cardiohelp in question on 2021-07-08. Based on this results the reported failure "ac voltage error" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Further information are requested, but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the technical error message "ac voltage error"was displayed during treatment. The cardio help was changed to another unit. No negative outcome for any person was reported. Complaint number: (B)(4).